Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing back pain and had drainage at the lead insertion site. As a result, the patient underwent surgical intervention pm (B)(6) 2022 during which the wound was debrided. No further intervention is planned and the patient was healing well on antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.